Manufacturer narrative:
The device has been returned for evaluation; however, the evaluation has not yet been completed. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the touch screen has stopped functioning.